Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. A DHR review has been requested, however, no corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences.

Event description:
Radiopaque bands detached into patient. Bands seen under xray and retrieved with forceps. No patient harm.